Event description:
It was reported, the patient had ¿relations¿ with their boyfriend a week and a half prior to this report and since then they had symptoms of pressure, pounding, throbbing in their abdomen, pelvic pain, and a loss of therapeutic effect. The symptoms returned when the patient sat or laid down. The patient stated they had this condition since they were 15. The patient checked the implantable neurostimulator (ins) with the patient programmer and the ins was off. The patient was on program three and they were able to turn stimulation on and up to 0.4v. The patient did not feel any stimulation therapy and they could normally fell it right away. The patient was worried that they had moved their ¿components¿ out of place when they had relations with their boyfriend. Stimulation was increased to 0.8v and the patient could feel it in the back of their vagina, in the bottom of their rectum, and their buttocks was pulsating. When stimulation was on and the patient sat or lied they felt pressure on their back. In the past week the patient had been urinating a lot. The patient thought that there stimulation was off since yesterday because that was when they tried to adjust it. After implant the patient¿s stimulation was set to 0.3v. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0m45h, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information reported that for a couple months patient's bladder had been bothering her, she had not used patient programmer (pp) since her MRI in october. The patient changed batteries and synch with the implantable neurostimulator (ins). It was confirmed the stimulation was turned on at 0.6. The patient increased the stimulation to 0.7 and confirmed she could feel the stimulation sensation.